Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient lost consciousness and their body temperature dropped to 87 degrees. The patient was sent to the hospital by ambulance. For treatment, the patient was discharged on the same day. No treatment information was given.